Event description:
Information was received from a manufacturer representative regarding an endoscope. It was reported that it was okay when connected to the camera cord, but when viewing through the scope, black stains and scratches can be seen. There was no patient involvement. There were no further complications reported regarding the event.

Manufacturer narrative:
Section e: initial reporter is unknown h3- product: 9560100, lot no: 1192810 during the inspection at the time of acceptance, it was observed that there were scratches on the outer tube, the internal lens was broken, and the coupler was loose. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.